Event description:
While removing peripheral IV, extern commented that it wouldn't come out. The site was swollen and hard part of cannula was visible 2 x 2 to site. The cannula was broken, but seen in pt. Pt required surgical intervention to remove piece.